Manufacturer narrative:
Visual inspection confirmed the tube had broken away from the female luer lock (fll) with a visible v-shaped tear. The break was shiny in appearance on the top of the tube surface becoming jagged in appearance at the bottom of the v-shaped tear. There was evidence of solvent on the top of the torn section indicating that the breakage occurred below the solvent connection into the fll and that the bond into the fll was acceptable. No root cause for the break could be determined; however, the nature of the breakage suggests that it could have resulted from some type of shock. The device history was reviewed with no issues present. Review of the complaint database indicates this is the only reported breakage issue for this product code in the past 24 months. Smiths was able to confirmed the issue and determine a possible cause. This issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated, that the end of a catheter (lumen) is broken and detached from the pressure transducer. There was no patient injury or treatment associated with this event.